Manufacturer narrative:
The reason for this revision surgery was reported as a glenoid fracture. The length of in vivo service was 1.6 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 5 prior complaints reported against this part number; summary of investigations: 1 dimensional concern, 1 dislocation, 1 device loosening, 1 pain, 1 infection. This is the first complaint against this lot number. This event and revision surgery is the result of the patient falling on his shoulder and fracturing his glenoid. The surgeon reported no issues associated with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery: the patient fell on their shoulder and fractured their glenoid. The surgeon removed all of the original implants and replaced them with new implants.